Manufacturer narrative:
Upon receipt in the reliability assurance lab, normal telemetry and interrogation was observed with the zoom programmer. The battery status was elective replacement time (ert) and the gas gauge was also pointing to ert. The device passed all manual electrical measurement, pacing and sensing normally. Microscopic visual inspection noted no irregularities in the device header or connector blocks. An is-1 lead was inserted into each lead barrel and each set screw tightened on the lead pin without difficulties. No evidence of silicone on silicone bonding between the lead and the inner seal ring of the header was present.

Event description:
Boston scientific received info that during an explant procedure, the physician had difficulty removing the right atrial (ra) and right ventricular (rv) leads from the device header. Once the leads were successfully removed from the header, the leads were tested for anomalies on the psa. There were no anomalies on the ra lead so it was used with the new device, but the rv lead was surgically abandoned due to high threshold and impedance measurements. The pt was implanted with a new device and rv lead with no reported adverse effects.